Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare provider reported a left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Healthcare provider reported a left side capsular contracture baker grade iii. Healthcare provider provided imaging which noted " reason for exam noted as mass of left breast. History: left breast palpable abnormality. Findings: mammogram: the breast is extremely dense, which lowers the sensitivity of mammography. Retropectoral silicone implant in place. The left implant demonstrates contour irregularity which is most apparent on the fill field projection. No suspicious mammographic abnormality identified in breast. Ultrasound: undulating rippled contour of the left breast implant. Within the implant lumen there appear to be multiple discontinuous parallel linear echoes, most evident in the inferomedial breast at the 6:00-7:00 positions 5cm from the nipple. Impression: imaging features suggest left silicone implant intracapsular rupture. Consider further evaluation with dedicated breast MRI implant protocol. No mammographic or sonographic evidence of malignancy." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare provider provided imaging which noted " reason for exam noted as mass of left breast. History: left breast palpable abnormality. Findings: mammogram: the breast is extremely dense, which lowers the sensitivity of mammography. Retropectoral silicone implant in place. The left implant demonstrates contour irregularity which is most apparent on the fill field projection. No suspicious mammographic abnormality identified in breast. Ultrasound: undulating rippled contour of the left breast implant. Within the implant lumen there appear to be multiple discontinuous parallel linear echoes, most evident in the inferomedial breast at the 6:00-7:00 positions 5cm from the nipple. Impression: imaging features suggest left silicone implant intracapsular rupture. Consider further evaluation with dedicated breast MRI implant protocol. No mammographic or sonographic evidence of malignancy." The device has been explanted.